Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic pelvic lymphadenectomy, at the beginning, the unit's valve seal disengaged and had a broken fitting. Patient status was unknown.